Event description:
Ous MDR - boston scientific received info that this atrial lead displayed increased threshold measurements and dislodgement is suspected. The lead is capturing at maximum programmed output settings. A revision is intended in the near future. No adverse pt effects were reported. When additional info becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.